Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact to the customer's blood glucose level. During troubleshooting with tandem customer technical support it was discovered customer was overfilling cartridge. Customer was educated on cartridge/insulin use. The customer reloaded the original cartridge and resumed insulin delivery.